Event description:
It was observed that during the device evaluation, the subject device exhibited the movement of the internal components (especially the forceps channel) being stopped. The outer circumference of the forceps channel had been scratched by the blade being pushed against the forceps channel inside the curved section, and that the a blade had become entangled with the part (rivet) that fixes the forceps channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.